Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated accutni result generated by the synchron lxi 725 clinical system for one patient. A patient sample when tested for accutni gave a result of 1.27ng/ml and upon repeat on a different instrument the results were in the range of 0.01-0.02ng/ml. The erroneous result was reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Sample was collected in plastic bd liheparin plasma tube with a gel separator and centrifuged for 5 minutes at 3500 rpm. System check performed on (B)(4) 2010 was within specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse replaced some hardware after which system check performed passed within instrument specifications. Although hardware issues were addressed by the fse, a clear root cause for this event has not been determined to date.